Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -13.00/2.0/060 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Excessive vault was observed. Lens remains implanted. Inflammation, dry eye, and antibiotic drops prescribed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the supected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens; -13.00/+2.0/60 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. Excessive vaulting; significant reduction of irido-corneal angles was observed; and elevated iop was recorded. Lens remains implanted. No injury has been reported. Claim #: (B)(4).

Manufacturer narrative:
D6a: implant date: (B)(6) 2021. Claim # (B)(4).